Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator no error code was noted; however, a hissing sound was heard. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece stopped functioning. The generator did not receive any errors or warning tones. A second handpiece was used with the same disposable to finish the case with no patient consequence.